Manufacturer narrative:
The device was rec'd on (B)(4) 2013. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During verification testing, the silicone sleeve of the clave secondary port on the cassette of the tubing set remained in the depressed position.